Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a part jaw part of the intestinal grasping forceps has broken off during procedure and remained in the patient. Further surgery was necessary to remove the foreign body.